Event description:
Rn assisting md noted a gold colored piece of metal by the ureteroscope. She questioned the urologist who stated it was the metal end of the lithotriptor probe. He felt it lodged in the distal ureter and would either pass, become embedded in the ureter or block the ureter. It can also form a stone. Pt had a nephrostomy tube inserted since pt appears to have blocked ureter.